Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. However, it was not possible to further specify the cause of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the device exhibited burn damge at the distal end cover (c-cover). There was no patient involvement.